Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "endophthalmitis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
A healthcare professional reported a xen®45 gts event described as patient presented with endophthalmitis in left eye approximately 9 weeks post-op.